Event description:
(B)(4). Started with bilateral lower extremity edema-intermittent, this continues. Vertigo, brain fog, weight gain, lower abdominal fullness, increased excessive menstrual bleeding with occasional mid month breakthrough bleeding, flutter directly in the uterus area, smooth muscle twitching (feels like a baby kicking). Anxiety episodes.